Event description:
The tip of the feeding tube broke off while the tube was indwelling. The pt is a premature infant in our neonatal intensive care unit (nicu). The tip was noticed last month during an xray of the pt's abdomen and only identified at the time as a radiopaque foreign body. Review of the chart indicates the tube had probably been placed almost two weeks earlier, but might have been replaced a week later. Endoscopic examination identified the foreign body as the feeding tube tip, but due to limitations of the equipment used for the exam, the pratitioner could not extract it. The pt received daily abdomen and chest xrays for unrelated reasons, and the tube location was noted at each subsequent xray. The tip did not appear to migrate through the gut. As a result of an unrelated disease process the pt had surgery earlier this month to remove necrotic bowel. It's important to overly note that the cause of the necrotic bowel was unrelated to the feeding tube tip. The feeding tube tip was recovered during that surgery. The manager of the nicu offered this thought: "the nurses dislike this relatively new product because it gets stiff so quickly. It develops "memory" that causes it to not lay flat on the face, causing tromboning which results in a vagal response. These tubes are intended to last 28 days, but usually have to be replaced within a few days because they become stiff." Manufaturer rep has been made aware of the generalized complaint that the catheters become stiff, but not about this specific event.